Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The shaft, hypotube, and bonds were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen and between folds. The balloon was tightly folded. There were numerous kinks throughout the hypotube of the device. There was also, a complete hypotube separation 55cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 2.6x11mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the delivery shaft was fractured. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 2.6x11mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the delivery shaft was fractured. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.